Event description:
Event description guidant received information that this left ventricular lead dislodged. During the revision procedure the physician noted that while flushing the lead there was saline leaking from three small pin holes proximal to the lead tip. Saline was also coming out the end of the lead as expected.